Event description:
The user reported the temperature module failed to function as expected. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a pt as a result of this event.